Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system shut itself down. Fse found multiple problems with the system causing it to not function properly. Fse had to replace the x-ray tube, a power supply, and the smart power switch to restore proper system functions. Since multiple components had to be replaced, one single root cause could not be determined. Based on the age of this system (manufactured in 2005), these types of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply, x-ray tube, and smart switch pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command of the operator and could not be rebooted. There is no report of a patient injury or death associated with this event.